Event description:
The customer reported they received a pads off message and could not acquire pads ECG.

Manufacturer narrative:
(B)(4). The customer reported they received a pads off message and could not acquire pads ECG. The customer stated that there was no relationship between the device behavior and the pt outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.